Event description:
It was reported via repair work order that the jack was stuck up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion description - device not repaired - cot cannot be located.